Event description:
Customer reported experiencing a temperature alarm labeled as alarm 11. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to clear the alarm or resume insulin delivery, so technical support arranged for a replacement pump. Meanwhile, the customer planned to use a multiple daily injections backup therapy to ensure continuous insulin delivery.